Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured at the juncture of the clavicle and first rib indicating a clavicular crush. Additionally, there was oversensing and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.